Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
User facility medwatch report received that states: "as reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra in the aortic position without complications, the esheath and commander delivery system was removed without issue. The perclose were not tightened down at the vessel and bleeding was noted. A stent was placed in the right common femoral artery. The patient was stable. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."